Event description:
It was reported that balloon rupture occurred. The 99% stenosed, eccentric target lesion was located in the moderately calcified and mildly tortuous mid left anterior descending (lad) artery. A 2.00mmx15mm emerge¿ balloon catheter was advanced for pre-dilatation. During the third or fourth inflation, the physician noted that pressure of the inflation device was not increased and when the device was successfully removed outside the patient's body, it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).